Event description:
More than five years after breast augmentation, I began to experience intermittent breast pain and tenderness not associated with menstruation. I had mentor silicone-gel implants so that the rippling effect that can occur with saline should not have occurred. Now I have multiple fibrous, tough band-like striations on the underside of each breast that are painful with palpation. I have sought out medical attention due to the intermittent nature of the pain and discomfort, as well as high tolerance to pain. Now that there is an FDA warning to the company that produced my implants, I would like to know what the next steps are in explant surgery and compensation due to misrepresentation on the part of mentor. Any assistance would be greatly appreciated.